Manufacturer narrative:
(B)(4). Patient's weight not provided/unknown. Additional 510k numbers: k113753 and k112160. Device not returned.

Event description:
It was reported that the implant ((B)(4)) fractured near the collar. The lower portion of the implant remains implanted. Removal of the implant has not been scheduled.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One zimmer trabecular metal implant was returned for inspection with an attached crown. A visual inspection revealed that the device shows signs of wear about the remaining threaded region. The device is confirmed to be fractured at the tm interface. The other half of the device was not returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A root cause cannot be determined. The following sections have been updated: b4: date of this report, d3: manufacturer, d4: device expiration, d4: UDI number is n/a, d10: device availability, g2: manufacturer's contact office, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h4: date of manufacture, h6: entered evaluation codes, h10: added manufacturer narrative.